Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 7 patient samples tested for the elecsys estradiol iii assay (e2) on a unknown elecsys analyzer. The results were initially higher than the measuring range and upon dilution, the results were within the measuring range. Of the seven patient samples, six had erroneous initial results that were reported outside of the laboratory. A roche field application specialist (fas) went to the site on (B)(6) 2017 to repeat the samples and the same issue was observed. The customer did not know which analyzer was used for initial testing. When repeated by the fas, the samples were repeated on a cobas 8000 e 602 module, serial number (B)(4). The first sample initially resulted as >3000 pg/ml and this sample was automatically repeated with a 1:10 dilution, resulting as 1669 pg/ml. When repeated on 01/18/2017, the sample resulted as 2848 pg/ml. The second sample, from a (B)(6) female patient born on (B)(6) 1974, initially resulted as >3000 pg/ml and this sample was automatically repeated with a 1:10 dilution, resulting as 1795.0 pg/ml. When repeated on (B)(6) 2017, the sample initially resulted as 3000 pg/ml accompanied by a data flag and was automatically repeated with a 1:10 dilution, resulting as 1834 pg/ml. The third sample, from a (B)(6) female patient born on (B)(6) 1980, initially resulted as >3000 pg/ml and this sample was automatically repeated with a 1:10 dilution, resulting as 2370.0 pg/ml. When repeated on (B)(6) 2017, the sample initially resulted as 3000 pg/ml accompanied by a data flag and was automatically repeated with a 1:10 dilution, resulting as 2225 pg/ml. The fourth sample, from a (B)(6) female patient born on (B)(6) 1988, initially resulted as >3000 pg/ml and this sample was automatically repeated with a 1:10 dilution, resulting as 1805.0 pg/ml. When repeated on (B)(6) 2017, the sample resulted as 2624 pg/ml. The fifth sample, from a (B)(6) female patient born on (B)(6) 1988, initially resulted as >3000 pg/ml and this sample was automatically repeated with a 1:10 dilution, resulting as 2389.0 pg/ml. When repeated on (B)(6) 2017, the sample initially resulted as 3000 pg/ml accompanied by a data flag and was automatically repeated with a 1:10 dilution, resulting as 2225 pg/ml. The sixth sample, from a (B)(6) female patient born on (B)(6) 1978, initially resulted as >3000 pg/ml and this sample was automatically repeated with a 1:10 dilution, resulting as 2136.0 pg/ml. When repeated on (B)(6) 2017, the sample initially resulted as 3000 pg/ml accompanied by a data flag and was automatically repeated with a 1:10 dilution, resulting as 2080 pg/ml. The patients were not adversely affected. The field service engineer ran performance testing on cobas 8000 e 602 module serial number (B)(4) and did not encounter any failures. Internal studies performed with the e2 assay show linear dilution behavior and e2 recovery in these studies are close to values obtained with a mass spec method. Drug interferences were tested for drugs used in an ivf setting and none of the tested drugs showed any interference with the e2 assay. Intermediate precision studies performed demonstrate good precision at the high end of the range. An imprecision greater than 500 pg/ml at the high end of the measuring range may be expected for the same sample especially when neat and 1:10 diluted sample results are compared.